Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 was failed to open and needs maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 was failed to open and needs maintenance. A field service engineer confirmed that the customer was unable to recover tower door 4, logged in as carefusion support and opened the hardware test application, successfully opening doors 1, 2, and 3; however, door 4 did not open. The customer initially did not have keys available to manually access the door, and the issue was verified with the customer logged in. Obtained the keys from the customer, powered down the device, and accessed the center column latch, inspected the latch and verified proper alignment, returned the keys to the client, powered the device back on, and confirmed the customer was able to log in and recover storage. Logged back in as carefusion support, reopened the hardware test application, and tested doors 1 through 8, verifying all doors opened and closed properly. Exited the application and returned the device to the customer with full functionality restored. The system functioned as intended after the field service engineer repaired the device.